Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 4.5 x 16 mm graftmaster stent was used to treat a perforation. The stent was implanted successfully; however, it failed to completely seal the perforation. Prolonged balloon inflations were performed with an unspecified balloon to completely seal the perforation. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned as the stent remains implanted in the patient. The investigation is not yet complete. A follow up report will be submitted with all relevant information.